Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone (unknown) and bupivacaine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by a healthcare provider that the patient had a refill saturday and at that time the low reservoir alarm (lra) was occurring and saw a motor stall and motor stall recovery message which corresponded with a magnetic resonance imaging (MRI) the patient had done. The hcp refilled the pump and updated the programming and left the patient home. The hcp got a call back later in the day that the pump was audibly alarming. The hcp stated she went back to the home sunday and reinterrogated the pump and got pump logs. No alarm logs since the update and all programming accurate. The hcp stated the only alarm were previous lra and motor stall and recovery. The hcp did not silence the lra. The hcp stated she would need to go back to the home and silence the alarm. The hcp also mentioned she kept getting the pump time event and the patient was in simple continuous with patient access (pa) disabled.

Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID a810, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.